Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, there were difficulties connecting the lead to the implantable pulse generator (I pg). Three hours after implant the patient experienced loss of capture. The next day the connection between the lead and ipg were examined. The port on the ipg was blocked with fluid and the lead did not screw in correctly. The physician decided to replace the device. After the new ipg was implanted the lead exhibited good capture and impedance values. No patient complications have been reported as a result of this event.